Manufacturer narrative:
Additional information was received on 10/8/2020. After the procedure, post use of biosense webster products, pericardial effusion was observed when an intracardiac echo was confirmed, so drainage was performed. The physician¿s final opinion is that the cause of the event was patient condition. The patient¿s condition has improved. There was no report of steam pop. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device lot# 30384769m, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's reference number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After the procedure, pericardial effusion was observed when an intracardiac echo was confirmed, so drainage was performed. The patient recovered and was discharged from the ward. The physician¿s commented that the effect of the product was unknown. Drainage blood was bright red and suspected it from left heart. The physician¿s commented that because the left atrial diameter was quite small and respiration was large, when the right pulmonary vein isolation roof (rpvi) was performed a strong contact force (cf) appeared, and ablation was sometimes stopped appropriately for safety. The direct cause is unknown but suspected.